Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker evaluated electronic records from the device and determined that the device functioned as designed and that no device malfunction took place. Stryker determined that the cause of the reported issue was due to user understanding of the device operation.

Event description:
It was reported that the customer¿s device would not provide prompts for the second and third analysis during a patient event. Without voice prompts, the user would not able to use the device properly on a patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer¿s device would not provide prompts for the second and third analysis during a patient event. Without voice prompts, the user would not able to use the device properly on a patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.